Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a missing teardrop label was observed. Evidence that a teardrop label being applied was observed on the sample. No DHR review can be carried out as lot number is unknown. As the sample returned had evidence of a teardrop label seal it is not possible to confirm this defect to be manufacturing related h3 other text : see h.10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had open package and sterility issues. The following information was provided by the initial reporter : the customer reported that before use the green tear drop label was already detached.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had open package and sterility issues. The following information was provided by the initial reporter : the customer reported that before use the green tear drop label was already detached.